Manufacturer narrative:
(B)(4). Result: cracked blade. Analysis summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states" "avoid accidental contact with other instruments during use.

Event description:
It was reported that during an laparoscopic gastric bypass procedure, the device was used to take down mesentery and was used across staple lines. The doctor is aware that this product is contraindicated to go across staple lines but does so every time he performs this procedure. There was no patient consequence.